Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had interface issue and need to override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and device manufacture date d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the station interface issue. A technical support specialist (tss) had dialed into the station, checked debug logs, and found an error in the database. Tss had accessed the database and app servers via rdt, restarted the data synchronized service, logged into pes, and verified that downloads and uploads were current with no communication errors. The customer had informed tss that local it found no issues and suggested it might relate to registration/scheduling data not flowing to pyxis. Tss requested impacted user ID, station, time/date, order ID, and any error screenshots. Tss also noted that carefusion coordination engine (cce) retains only 14 days of logs, so older examples could not be investigated. The customer then closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had interface issue and need to override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had interface issue and need to override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.